Event description:
Consumer report experiencing ocular pain, redness, blurred/double vision with a yellow cast to everything in her field of vision after soaking her contact lenses for more than 24 hours in this product and saline solution (not specified). She states she was diagnosed with chemical burns, abrasions, and edema or the cornea. Add'l info has been requested.

Manufacturer narrative:
Findings: the contact lens cleaner has not been returned to the MFR. Lot number was not provided to MFR. (B)(4).